Event description:
According to the reporter: the pt alleged injury. Medical history: stress urinary incontinence.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4). (Importer).